Event description:
Investigation found that pump had experienced the error code in 45 in pump's history log.

Manufacturer narrative:
New pump software was installed. Reference recall number: z-1870-2011.